Event description:
The customer observed clinical chemistry albumin bcg reagent to reagent imprecision across two reagent packs onboard the architect c16000 analyzer, which was captured in the analyzer's (B)(4) data. The customer further observed reagent cartridges turning color in the cartridge before initial use and evidence of microbial growth floating at the bottom of full and never used cartridges. Preliminary microbial culture performed by the customer determined yeast or fungal elements and early growth of penicillium sp. Colonies in 2 of 4 specific cartridges of albumin bcg lot 77056hw00. There was no impact to patient management.